Manufacturer narrative:
Follow-up #1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately high. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on (b)6) 2011 at approximately 6am in the morning. The patient reported a blood glucose result of '248mg/dl' with the subject meter which he felt was higher than his normal readings/feelings. The patient informed the mss that his blood glucose usually is at '90-100 mg/dl' in the mornings. The patient stated he manages his diabetes with humalog insulin in the morning and at lunch based on a sliding scale (meter results) and 54u of lantus at bedtime. The patient stated that when he received the alleged inaccurate high result, he administered 8u of humalog in response to the alleged high result. The patient advised the mss that he tested again at approximately 12:30pm just after lunch and received '248mg/dl' again and reportedly administered another 8u of humalog. The patient claimed that within 30 minutes of administering the insulin at 12:30pm, he developed symptoms of "shakes, dizziness, blurry eyes, difficulty breathing and weak legs." The patient stated he self-treated with 2 glucose tablets, maple syrup, and chocolate candy and started to feel better about 45 minutes later. The patient denied testing on another device at that time. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure, the test strips were unexpired, stored correctly and in good condition. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.